Event description:
It was reported the patient experienced discomfort and burning sensation on the right side of their upper buttocks, near their lead site. The patient experienced the discomfort when they would lean against hard surfaces. And the discomfort would not go away. The patient went to the hospital to get evaluated and the physician prescribed them tylenol, which did help with the discomfort. The patient would still feel discomfort even when they turned their stimulation off. Since being implanted, the patient has lost weight around the lead site. The physician's nurse practitioner injected the patient with a local steroid in the tissue around the lead to help with the discomfort and any possible tissue inflammation. The patient did not complain of any ins discomfort. The patient described the sensation as a burn and then described it as a pain. No actual burn. There were no x-rays taken. The patient is still experiencing pain. The patient confirmed the pain is still present with the stimulation off and requested to leave it on, because it helps. The patient was advised to go to the emergency department, but the patient will not go and is upset because the physician is on vacation and cannot be seen. The clinical specialist spoke with the nurse practitioner and an x-ray order was placed for the implant. The patients husband called to advise the patient is in a lot of pain still to the point where they are crying. They feel they are getting the run around from the ER and the physician's office. The patient wants to be explanted immediately due to the pain. They have a follow up appointment with urogynecology on ((B)(6) 2025, but they do not want to wait that long. The patient had their lead revised on (B)(6) 2025. There were x-rays taken, but the patient did not pick up the cd to provide to the physician. The patient's discomfort has improved but still feels some discomfort. The physician moved the lead to the contralateral side. The clinical specialist was present for the lead revision surgery. The neurostimulator was not revised. The old tined lead was not returned and sent to pathology. There are no updates at this time.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient experienced discomfort and burning sensation on the right side of their upper buttocks, near their lead site. The patient experienced the discomfort when they would lean against hard surfaces. And the discomfort would not go away. The patient went to the hospital to get evaluated and the physician prescribed them tylenol, which did help with the discomfort. The patient would still feel discomfort even when they turned their stimulation off. Since being implanted, the patient has lost weight around the lead site. The physician's nurse practitioner injected the patient with a local steroid in the tissue around the lead to help with the discomfort and any possible tissue inflammation. The patient did not complain of any ins discomfort. The patient described the sensation as a burn and then described it as a pain. No actual burn. There were no x-rays taken. The patient is still experiencing pain. The patient confirmed the pain is still present with the stimulation off and requested to leave it on, because it helps. The patient was advised to go to the emergency department, but the patient will not go and is upset because the physician is on vacation and cannot be seen. The clinical specialist spoke with the nurse practitioner and an x-ray order was placed for the implant. The patients husband called to advise the patient is in a lot of pain still to the point where they are crying. They feel they are getting the run around from the ER and the physician's office. The patient wants to be explanted immediately due to the pain. They have a follow up appointment with urogynecology on (B)(6)2025, but they do not want to wait that long. The patient had their lead revised on (B)(6) 2025. There were x-rays taken, but the patient did not pick up the cd to provide to the physician. The patient's discomfort has improved but still feels some discomfort. The physician moved the lead to the contralateral side. The clinical specialist was present for the lead revision surgery. The neurostimulator was not revised. The old tined lead was not returned and sent to pathology. There are no updates at this time.